Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visit to emergency room and admitted to the hospital due to diabetic ketoacidosis, nausea and vomiting on (B)(6) 2019 and (B)(6) 2019 with blood glucose value was 220 mg/dl and 214 mg/dl when admitted to hospital and states positive results in ketones test. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was active. Customer was treated for high blood glucose with manual injection and insulin drip at hospital. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to check their settings. Customer declined to test insulin pump. Customer stated that the insulin pump trainer did self-test and it works fine. The device will be returned for analysis.